Manufacturer narrative:
A device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. The complaint investigation group has not received the second meter. A follow up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
It should be noted that the paramedics have 2 meters and did not report exact meter serial number associated with this medical event. The meter (B)(4) was returned and an investigation utilizing the returned meter and returned test strips has determined the complaint is not confirmed. It should be noted that readings reported by the customer were not found in the returned meter's memory log. Customer did not report a specific meter serial number associated with this medical event when initially reporting this event. When customer was contacted to clarify what meter serial number was used when this medical event occurred, customer stated that it is probably (B)(4) (returned meter serial number), however another precision meter will be sent for an investigation. A follow up report will be submitted once additional information is obtained.

Event description:
Customer (a paramedic) reported receiving a reading of 5.7 mmol/l (103 mg/dl) on paramedic's precision meter which was higher than a reading of 1.5 mmol/l (27 mg/dl) obtained on unknown brand patient's meter. It was further that paramedics were called to see a patient who was experiencing hypoglycemic symptoms and treated patient with intravenous glucose solution. After this treatment a reading of around 5 mmol/l (90 mg/dl) was obtained on both paramedic's precision meter and an unknown brand patient's meter. There was no report of death or permanent impairment associated with this medical event.